Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (errors on erbe c-34/c-30/c-00) was confirmed and reproduced on erbe connected to surgeon side console. (C-34 error occurred on start and c-30 error on mono coag activation. Erbe unit was placed on a surgeon side console and was run in normal mode. Logs show c-30/c-34/m-11 errors on 11/25/2024) confirming the fault occurred in the field. Visual inspection:(the unit has no significant scratches or dents. The front bezel is in decent condition.) (C-34 error on start. Measurement value for hf voltage too small with on) found to be the root cause of the reported event. The complaint was confirmed based on the failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, there were repeated errors on the integrated electro surgical generator unit (iesu) . Errors c-00, c-34, and c-30 were observed. The customer power cycled the generator but the issue persisted. The customer replaced the generator with a backup for the procedure. The procedure was completed with no reported injury.